Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to pain at the implant side. The surgeon further reported that the user had a history of chronic otitis media and an external auditory canal (eac) closure. The user then developed a fistula between the eac closure and the device. The device was fully functional, but the user had some chronic pain issues, thus requested removal. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The clinic requested an explant kit because the device was removed. At the time the complaint was made the nurse who requested the kit did not have any further information on the reason for removal. Additional information received stated that the user reported pain at the implant site and that was the reason for the explantation. It was confirmed that the surgical wound did heal completely after implantation. There was no infection present and the skin above the implant was intact.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic requested an explant kit because the device was removed. The nurse who requested the kit did not have any further information on the reason for removal. Additional information received stated that the user reported pain at the implant site and that was the reason for the explantation.